Manufacturer narrative:
A2 - age at time of event: 18 years or older. A3b - gender. B3 - date of event: updated. B5. Describe event or problem: added information, based on additional information. E1 - initial reporter first name, initial reporter last name: updated. Device evaluated by MFR: the main coil, the rhv, the introducer sheath and the pusher wire were returned. Visual and microscopic inspections were performed, and it was observed that the main coil was bent and stretched at the coil arm and primary coil section. The coil arm was detached. The pusher wire was bent at proximal, heat shrink tfe tubing and coil section. Dimensional inspection of the main coil revealed the components were within specifications. No other issues were identified during the product analysis.

Event description:
Reportable based on the device analysis completed on 29nov2024. It was reported that an interlock was returned with no reported field allegations or patient complications. However, device analysis found the arm coil was detached. It was further reported that the patient was undergoing treatment of an aneurysm in the left renal artery. During the procedure, it was noted that this coil could not be deployed after it was repeatedly advanced. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
B3: date of event: estimated as no information was provided. Device evaluated by MFR: the main coil, the rhv, the introducer sheath and the pusher wire were returned. Visual and microscopic inspections were performed, and it was observed that the main coil was bent and stretched at the coil arm and primary coil section. The coil arm was detached. The pusher wire was bent at proximal; heat shrink tfe tubing and coil section. Dimensional inspection of the main coil revealed the components were within specifications. No other issues were identified during the product analysis.

Event description:
Reportable based on the device analysis completed on 29nov2024. It was reported that an interlock coil was returned with no reported allegations. However, device analysis found the coil arm was detached.